Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient went to the hospital because the cgm reading was 56 mg/dl. There they took a blood glucose reading it was 162 mg/dl. The patient did not experience any symptoms; she was just worried that blood glucose was low. She was given insulin, she did not specify if the treatment was IV or injection. Patent was not admitted to the hospital; patient was sent home on the same day. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.